Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. Low bg levels were confirmed on (B)(6) 2017. Pump was entered into shelf mode on (B)(6) 2017, and taken out of shelf mode on (B)(6) 2017. The time and date was adjusted when the pump was taken out of shelf mode, so any timeline prior to (B)(6) 2017 is not accurate. User made bolus request without entering current bg level and still having insulin on board (iob). Cartridge change was made back to back with two "tubing fill" processes completed. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no indication that the insulin pump caused or contributed to low bg levels.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40 mg/dl). Customer reported the cause for low bg levels is unknown. Reportedly, emergency services were called and the customer was treated with dextrose. Reportedly, customer's bg levels stabilized with the dextrose administered by emergency services. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40 mg/dl). Customer reported the cause for low bg levels is unknown. Reportedly, emergency services were called and the customer was treated with dextrose. Recommendation was made to discuss diabetes management with customer's health care professional.